Event description:
The patient reported an elevated blood glucose reading this morning of 343 mg/dl with her recommended range being 135 mg/dl. To troubleshoot, the patient was instructed to disconnect from her insulin infusion device and run a bolus through the tubing. Insulin came through without error. She was then instructed to remove her insulin infusion headset and examine it. When she did so, she stated the cannula on her infusion set was bent. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.